Event description:
Boston scientific crm received information that during a follow up visit, this device displayed longevity greater than five years remaining and battery status of good. During the previous visit, this device had displayed less than one-half year remaining longevity. The patient was hospitalized as there was concern the device malfunctioned. When the device was interrogated during the hospitalization, the device displayed longevity less than five years remaining. A replacement procedure was performed, this device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis revealed this device had not reached replacement indicators. Analysis determined the device operated normally. Three resets were noted in the device memory. Analysis concluded that the reason for the change in battery status and the longevity remaining may have been a result of the resets. Analysis could not determine a reason for the resets.